Event description:
Information was received from a healthcare provider on (B)(6) 2017 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency room (ER) with symptoms of baclofen withdrawal and the pump "not working." It was noted that the pump was not due for refill and was not audibly alarming. The patient's symptoms included itching, sweat, fever, and restless upper and lower extremities. The patient had taken 20mg of oral baclofen and it was stated that this did help some with the symptoms. A representative was requested to interrogate the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-oct-19. It was reported that the cause of the pump not working and withdrawal symptoms was undetermined. A rotor study, catheter dye study, and computerized tomography (CT) of the catheter were performed to resolve the issue, but the pump not working and withdrawal symptoms were not resolved at the time of report.